Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the urine would not drain into the leg bag and collected in the tube above the bag. It was reported that the patient had to manipulate the tubing to get the urine to drain into the bag.

Manufacturer narrative:
The reported issue (it was reported that the urine would not drain into the leg bag and collected in the tube above the bag. It was reported that the patient had to manipulate the tubing to get the urine to drain into the bag) was unconfirmed due to the problem could not be reproduced in the received sample. During the functional evaluation, the leg bag was connected to a new 16 fr. Catheter (this was not part of the sample received), then the sample was tested passing water through the 16 fr. Catheter. The liquid flow was noted toward the interior of the leg bag until filled to its maximum capacity. During this test, the flow was never observed to stop, it was continuous. Afterwards, the liquid of the leg bag was drained out of the bag and no difficulties or issues were observed. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "directions for use: directions for use: 1. Separate notches within circles. Pull straps through holes and around leg. 2. Position bag on leg with flutter valve at top. 3. Attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard® extension tubing (catalog no. 150615 or 4a4194). When using extension tubing, make sure to connect tube at least to the 3rd taper of the connector. 4. To empty dispoz-a-bag®, push green lever on flip-flo¿ valve out and down. Important: be sure to reclose flip-flo¿ valve after emptying bag. 5. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable, local, state and federal laws and regulations."

Event description:
It was reported that the urine would not drain into the leg bag and collected in the tube above the bag. It was reported that the patient had to manipulate the tubing to get the urine to drain into the bag.